Event description:
The facility reported a syndeo syringe pump that alarmed and read "return for service" on the screen. This alarm occurred 45 minutes into an expected 24-hour patient infusion. Infusion therapy to the patient was interrupted. The pump would not stop alarming and had to be swapped out. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The pump was received by baxter and is awaiting evaluation. A follow-up report will be filed once the device is evaluated or if any additional details become available.